Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was exhibiting some noise. No known following physician provided. The following facility was at mayo clinic in (B)(6) mn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)